Event description:
During attempt to intubate pt, stylet was found to be unusable due to being too pliable. Intubation attempted 6 times; another product was obtained and procedure was successful. Pt as having seizures at the time. Report was made to materials mgmt and through them to MFR. Product has been removed from inventory. Pt outcome not compromised once new item was used.